Event description:
It was reported that during surgery, when drilling with an unknown reflection hip instr through bi-cortical bone the drill just spins in place. It either pigtails at the shaft or it will bite and take off so quickly that it is difficult to stop it before it goes through the cortical bone on the back side of the acetabulum. No further information is available at the moment.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. However, a review concluded that the event reported under this complaint was previously identified. It was concluded that the root cause of this issue was the shaft was not strong enough to resist high torques before failure of the shaft. The action taken was to add additional wires to the flexible shaft to make it stronger to resist higher torques. A review of complaint history of the previous 12 months revealed similar events for the flexible screw drill part numbers before and after the change of the device design. Therefore, an additional action was indicated to address the flexible shaft breakages/bending/pig-tailing, drill tip breakages/bending and drill tip not advancing properly into the bone. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we have no evidence to suspect that the product failed to meet any specifications at the time of manufacture. Instrument design is the most probable root cause that could contribute to the reported event. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.